Event description:
It was reported that on (B)(6) 2012, a pt had a hysteroscopy, dilatation and curettage (d&c), an uncomplicated novasure endometrial ablation on an anteverted uterus. Post hysteroscopy revealed "excellent ablation... No loss of distention". The pt was scheduled for a laparoscopic tubal ligation following the ablation. During the laparoscopy "a very clear fundal burn mark about 1x1cm was noted, approx 2cm medial to the right cornual end of the tube. Within the balanced area it looks like a small 1mm perforation". Also found was a "2x1cm anterior rectal / thermal injury". A proctoscopy was done. "There was no bowel perforation" and it was determined to "just suture the bowel so that the surface of the bowel injury was inverted against itself". No treatment was needed for the uterine perforation. It was reported on (B)(6) 2012, the pt is now released from the hospital and doing well.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. The disposable device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. The manufacture date of the radio frequency controller is 03/2011. Device history record (DHR) reviews were conducted for the disposable device and rfc reportedly used in this procedure. The devices were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).